Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision monitor was not displaying. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the customer was not getting any image on the flexvision monitor even after rebooting the system and requested onsite support. Upon checking with customer, quote for evaluation and repair service was sent to customer and found system was not covered by warranty and however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision was not displaying. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.